Manufacturer narrative:
The electrode pads have been disposed of at the customer site and are not available for evaluation. No clincal data file was provide for review as part of this investigation. Information related to the degree of burn or follow up medical treatments could not be obtained. The information available for this report indicated that the patient was being paced for about 4 hours using onestep complete electrodes. Our instructions for use states: "transcutaneious pacing longer than 30 minutes may cause burns to the skin". "For pacing times in excess of 2 hours, zoll recommends pro-padz with liquid gel". This report has been closed as no sample returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a patient (age & gender unknown) for about four hours, after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient sustained burns. This is all the information available